Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer needed to be replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported when the site entered the protocol, none of the instruments in the software could be seen. It was also noted that after the site entered protocol, the system stays on the patient images screen. This issue was noted outside of a procedure, and there was no patient involvement.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the computer was repaired and the issue was resolved.